Manufacturer narrative:
It was reported on 19 march 2023, that the hospital was using the mx450 with x3 (masimo spo2 technology) to monitor the patient's spo2. The last alarm event from this patient was at 18:02 [spo2 malfunction]. Next alarm event received from this patient was at 19:25 [end malfunction]. Then patient rapidly deteriorated, coded, and died. A philips technical service engineer (tse) remotely accessed the pic ix server to review clinical audit trail as requested by the hospital internal clinical specialist (cs). Clinical audit log shows an spo2 sensor malfunction inop/technical alarm was generated at 18:09:47. This alarm interrupts spo2 monitoring, the spo2 numeric is replaced with a question mark, and the inop alarm tone sounds. The spo2 sensor malfunction alarm remained active on the monitor until the spo2 no sensor inop/technical alarm was generated at 19:24:59. The spo2 no sensor inop interrupts spo2 monitoring, the spo2 numeric is replaced with a question, and the inop alarm tone sounds. The spo2 no sensor inop ended, and a desaturation alarm was generated at 19:25:32. The desaturation alarm stopped when the spo2 no sensor inop was generated at 19:25:33. A philips field service engineer (fse) went to the customer site to perform device diagnostic and spoke with the hospital staff who indicated that while in use, the spo2 disposables devices were replaced often and wouldn¿t stay fixed, despite no dampness. The hospital biomed technician and a philips fse tested the monitor and inspected all cables. All components were functioning as expected. During testing, the fse was not able to reproduce the inop messages identified in the logs during the incident timeframe, however he found issues with the spo2 disposable sensor. The fse stated that "since there was not proper insulation, and uv rays can cause a wave form to pop-up on the monitor" the customer was advised that this gives a false reading and provides a waveform that will not make the machine alarm. The complaint was escalated for technical investigation and the results indicate that the spo2 probe used belongs to masimo and was not sold or distributed by philips. The device was confirmed to be operating per specifications and no failure was identified. The device remains operation and at customer site.

Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event.

Event description:
The customer reported spo2 malfunction and possible alarm loss at central station. The device was in use at time of event. A patients death was reported.